Event description:
It was reported that the motor stall and motor stall recovery occurred in the event logs. The motor stall recovery was within 17 minutes. The cause of motor stall was unknown. There was no patient symptom reported and the patient outcome was good. It was reported that the patient had CT scan and a low reservoir alarm was noted in the event logs as well. The drug in the pump was unknown.

Manufacturer narrative:
Product ID 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6); product type catheter product ID 8598a lot# serial# (B)(4), implanted: 2010 (B)(6); product type catheter product ID 8840 lot# serial# unknown; product type programmer, physician. (B)(4).